Manufacturer narrative:
Exact date of event is unknown.

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of another manufacturer's stent graft. It was reported that the patient presented at a routine follow up. The CT revealed that there was a proximal type I endoleak present. Currently the patient has refused follow up angiogram. Per the physician the cause of the event is unknown. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.